Manufacturer narrative:
(B)(4).

Event description:
The home patient (hp) was connected when the homechoice (hc) alarmed. The hp stated that there was a puddle on the floor, but the hp was unable to find its source. The hp cycled the power to clear the alarm. The hp had disconnected herself prior to calling, so the technical service representative (tsr) assisted the hp with removing the cassette and the hp would start over with new supplies. The hp would notify the peritoneal dialysis (pd) registered nurse (rn). The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that she found the source of the puddle and there was a crack/slit in the patient line. The hp was given prophylactic antibiotics. The hp is doing fine and continuing therapy on the cycler.

Manufacturer narrative:
(B)(4). The set was returned to baxter for evaluation for the reported condition of system error (B)(4) alarm (air in line). Visual inspection found holes in about 5 inches of the patient line tubing. The set was pressure tested underwater with leaks noted at the location of the holes. A batch review was performed on the associated lot ( h10b20044 ) with no issues noted. The root cause of the system error (B)(4) is the holes in the patient line. The root cause of the holes in the patient line could not be determined. The product labeling was reviewed and determined to be adequate for instructions to inspect the supplies for any damage prior to use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).